Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months after implant of the implantable pulse generator (ipg), the wound was warm, red and a hema toma was present. Later the patient developed a fever and chills and pus was then observed oozing from the ipg incision site. The patient was administered oral antibiotics and then IV antibiotics. The entire ipg system was removed. However, upon insertion of the stylet into the right ventricular (rv) lead, resistance was felt at the level of the clavicle/first rib junction. A subclavian cut-down was performed to expose more of the rv lead. The lead was snared and removed through a venous groin sheath. It was suspected that there was some degree of clavicular crush within the rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.